Event description:
Integrelin infused over 60 mins versus 8 hrs. Pump stated that the infusion had completed infusing 13 cc versus 10 cc. Pump was sent to clinical engineering for further evaluation. Root cause analysis was done with no exact cause determined. Some plan of action could prevent the event from occurring again. Evaluated all products involved. Difficult to see contents of bottle due to product premixed label was so large that it covered the entire bottle. No further treatment was necessary.